Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r553 on the galileo neo.

Manufacturer narrative:
A review of the image result files for initial testing showed that cell 2 visually had slight red cell adherence. The presence of the e and k-antigens were confirmed on retention product. An antibody screening assay was performed with the customers submitted sample. Negative results were obtained with the e-positive cell. The k-positive cell showed weak reactivity. The unexpected results appear to be sample related. The product is performing according to specifications.